Manufacturer narrative:
G3: initial awareness date was 21may2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the 12 mm access port & palm grip obt w/bladeless optical tip device was being used on (B)(6) 2026 during an unknown procedure when it was reported ¿it was difficult to insert the saliva swab into the airseal assistant trocar, requiring the surgeon to force it. A small blue piece of the trocar broke off and fell into the patient's chest. This piece was retrieved and removed with forceps.¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.